Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose was 22.4 mmol/l at the time of incident. Customer stated that the reservoir had air bubbles. The location of the air bubbles was top of the reservoir and size of the air bubbles was small. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.